Event description:
It was reported that this lead was attempted at left bundle branch (lbb) area pacing and was not successfully implanted due to being damaged by the physician while trying to remove tissue from the helix. A new lead with the same model was implanted. No adverse patient effects were reported.